Event description:
It was reported that during a nephrectomy procedure, before using the device, a ribbon-shaped malformed clip was found stuck in the shaft. The device was test fired and the other clip popped off from the jaw. The procedure was extended by ten minutes. There was no adverse pt consequence reported.

Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.